Event description:
The customer reported a low leak co2 re breathing risk. Patient involvement was reported, but patient harm is unknown.

Manufacturer narrative:
On (B)(6) 2017 root cause: the air flow sensor u1 of the customer returned gds measured the air flow much too low. This led to the air flow accuracy test failing with too high delivered flow and to e/c 1203 occurring. Replacing u1 resolved the problem.